Event description:
During an esophagogastroduodenoscopy, the physician used two [2] cook hercules 3 stage balloon esophageal. It was reported that the dilation balloon was introduced through an olympus gif-h190 scope into the esophagus. The balloon was inflated with an endotech big60 device with water to 6atm and the balloon burst. The dilation balloon was removed and a second hercules 3 stage balloon esophageal was used which also burst at approximately 6atm. The physician removed the balloon dilator and finished the procedure. Another balloon dilator was not used as the physician confirmed dilation was achieved. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the products said to be involved were returned in an open pouch from the lot number provided in the report. The labels match the product returned. Our laboratory evaluation of the products said to be involved confirmed the report. Two devices were received. A visual examination of the devices found that the balloon material had ruptured on both returned devices. The returned product identified as (B)(4)was found to have a rupture along the entire balloon. The returned product identified as (B)(4) was found to have a rupture from the center to the distal portion of the balloon material. No other portions of either device were found to be damaged or missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record does contain a nonconformance that could potentially be related to the complaint. The device goes through various inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. Investigation conclusion: our evaluation of the returned devices found the balloon material to be ruptured on both devices. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Additional information received indicated that lubrication and negative pressure were not applied to the balloon prior to advancement through the endoscope. A possible contributing factor to balloon material damage is failure to lubricate the balloon with a lubricating agent. The instructions for use direct the user: "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and balloon preservation. Another possible contributing factor to a leak in the balloon material is failure to apply negative pressure to the balloon dilator prior to advancement through the endoscope. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use direct the user " to facilitate passage through the endoscope, apply negative pressure to the catheter." In addition, the user is further instructed to "maintain balloon deflation with negative pressure and introduce into the accessory channel of the endoscope, advancing in short increments until the dilator is completely visualized endoscopically." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. A rupture or tear in the balloon material can also occur if the balloon comes in contact with a sharp object or burr in the endoscope accessory channel. Another possible contributing factor to a rupture in the balloon material is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. Prior to distribution, all hercules 3 stage balloon esophageal are subjected to a leak test to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that lubrication and negative pressure were not applied to the balloon prior to advancement through the endoscope, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.